Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument cutter head was broken. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece measuring approximately 0.4650" x .084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do show damage, the clamp arm was broken. Additional observations related to the reported complaint: the instrument was found to have a broken arm clamp. The inner tube slots where the clamp arm hinges were broken off, causing the arm to dislodge. The probable root cause of the broken blade and broken clamp arm were attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.